Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter was not working occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and passed. A bluetooth pairing test was performed and failed. A review of the share log was performed and the allegation was confirmed. The probable cause was determined to be a failed transmitter error. The reported issue of a transmitter was not working is reportable based on the finding of a failed transmitter error. No injury or medical intervention was reported.

Manufacturer narrative:
B5: describe event or product problem - correction. D9: device returned to MFR - correction. D9: date device returned - correction. H2: type of follow up - correction.

Event description:
Subsequent to the initial MDR, a correction is required.